Manufacturer narrative:
(B)(6). Only the suture was returned for evaluation. Examination of the suture confirmed the complaint. The suture appears to have been cut. It cannot be determined how the suture incurred this damage without the return of the ancillary device or anchor. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a hip arthoscopy procedure, the suture broke when the surgeon was tying the knot. The surgeon used an arthropierce straight to pass the suture under the labrum. The surgeon then used another anchor. The original anchor remains in the patient. All of the ultrabraid sutures were removed from the patient. The procedure was successfully completed. There was a 2 minute delay.